Event description:
It was reported that during a hip procedure using a quantum 2 controller, the controller had an alleged short circuit began to emit smoke. The surgeon stopped the procedure and then opted to cancel as no back up device was available. There was no further info provided regarding the rescheduled procedure.